Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) called the pharmacy and reached the customer, who confirmed that the issue was with the codonics device. The malfunction prevented the customer from scanning and printing labels, while the anesthesia es station was verified to be functioning properly. With the problem identified and clarified, the customer granted permission to close the case, and it was marked as complete.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es unable to access to the machine. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.